Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve and proportional valve was replaced to address the issue. Additional findings not related to the malfunction/issue: there was contamination of the flow sensor and the proximal in-line filter, both of which were replaced. The device passed final testing and was confirmed to be operating properly.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo proportional valve with the allegation of an active exhalation test failure. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.